Event description:
Procedure type: hemorrhoidopexy. According to the reporter: the surgeon has used this device many times. He told me the device only stapled the right side of the hemorrhoid. The surgeon had to go back and use another stapler for the other side. Operating room time was extended by more than 30 minutes. Two weeks later, he reported that he had to go back into surgery with the same pt due to bleeding and pain. He commented there were unclosed staples in the rectum. He took them out upon examination.

Manufacturer narrative:
(B)(4).